Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation as the patient did not wish to be contacted in order to provide further information relating to this complaint. The patient reported that at an unspecified time on (B)(6) 2016, she developed the symptom of "shakiness". In response to the symptom, the patient reported testing her blood glucose on the subject meter and claimed obtaining a reading of "176 mg/dl" which she felt was high compared to her feelings and/or normal results. The patient advised the csr that, shortly after 1p.m., on (B)(6) 2016, she self-treated with orange juice and the symptoms abated. The patient denied receiving medical treatment or having her blood glucose tested on another device. During troubleshooting, the csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The csr noted that the unit of measure was set correctly on the subject meter. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event. As the patient could not be contacted, it cannot be ruled out that the meter was not reading inaccurately prior to the symptoms and therefore may have caused or contributed to the event.